Manufacturer narrative:
Adverse event corrected from "yes" to "no". Other serious corrected from "yes" to "no". Type of reportable event- corrected from "serious injury" to "malfunction". (B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 67 mg/dl, reportedly within customer's "target range". The customer reported backup therapy would be obtained, and declined any further follow up.